Manufacturer narrative:
Method: analysis of programming history.

Event description:
During MFR review of a pt's vns programming history it was noted a faulted systems diagnostics test on (B)(6) 2007 caused the settings to change. The change in settings was noted and all settings except for the off time were corrected. The off time remained at 60 minutes until (B)(6) 2008 when it was corrected.